Event description:
It was reported that a motor stall had occurred with the pump. The difference between the estimated reservoir volume and the actual reservoir volume was 35ml. The pt experienced withdrawal symptoms. The pt took oral medication (lioresal) until the device was replaced. No further outcome was reported.